Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: there was no patient consequence; however the surgeon will closely observe the patient for stricture in post-operative follow-up visits per the sales rep.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device clamped on tissue approximately 4 cm above the pylorus with a green reload. On the first firing the blade only advanced approximately 1/5th of the way then stopped. The surgeon released the trigger, the blade retracted and device opened then he removed it from the patient. The partial cut and deployment of staples looked good. The sales rep then had them try a blue reload to test the gun and dry fired it in the air with no issues. They then loaded another green reload and attempted again. On the second attempt the blade only advanced about 1/5th of the way. This time the cut "was a mess" and staples were not deployed properly (some formed, others did not). The procedure was completed using a like device of the same product code, this time cutting 2cm above the pylorus. No buttressing was used. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrected data- evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with two gst60g cartridge reloads present. The cartridge reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4) date sent: 12/12/2016. Batch # (B)(4). Event description per maude event report #mw5065769: no harm to pt. They did test on the back table prior to using on pt. And it worked without issue. The stapler partially stapled, didn't cut or leave any exposed tissue, the rep for the MFR. Was in the room and also reported. After event, the rep opened a new one and they completed the surgery. The rep plans to take the device and sent it back to the company. The analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Two gst60g cartridges reloads present. The cartridge reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.